Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). When the surgeon began to resect the bone, the burr started then stopped after a few seconds. Multiple attempts at troubleshooting did not resolve the issue. The surgeon determined that the proper course of action was to convert to a total knee replacement procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. The evaluation concluded that the root cause of this particular issue was a defective anspach connector on the user interface (ui) panel on the rio. In order to support upcoming cases, the site received a loaner rio while servicing of the system involved in the event was completed.